Event description:
On (B)(6) 2013, patient contacted animas, alleging that the ¿up arrow' 'down arrow¿ and ¿ok¿ buttons are unresponsive when pressed. Patient stated that there was no trauma or damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/18/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection showed some cosmetic damages with no visible damage to the keypad cover. The bolus button cover was found torn. Investigation found the ¿up¿, ¿down¿ and ¿ok¿ buttons unresponsive while the contrast button responded properly. Removal of the keypad cover did not find damage or contamination under the button contacts. Removal of the bolus button cover found the bolus button contact inverted and continuously engaged thus rendered the ¿up¿, ¿down¿ and ¿ok¿ buttons unresponsive.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.